Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). There were no known or alleged adverse effects reported/identified to date. Episode details and electrograms (egms) from a clinical study were reviewed; there were two episodes identified, approximately nine months apart, where the patient received eight inappropriate shocks, which exhausted available therapy for the episode. The patient's rate had gradually increased into the programmed ventricular tachycardia (vt) in one episode, and then accelerated into the ventricular fibrillation (vf) zone after delivery of the first shock. In the second episode, the patient's rate had increased into the vf therapy zone while the device was charging for initial shock delivery. No adverse patient effects were reported, and the device remained implanted until explant approximately 3.5 years after the second episode.

Manufacturer narrative:
The device had previously been returned, and met specifications in testing and analysis at our post market quality assurance laboratory. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.